Event description:
The physician reported that during a regular ICD system follow-up, 4 shocks were stored within the memory of the associated ICD, delivered on the (B)(6) 2014, were indicated as vf episodes, but were due to noise sensing. It was also reported that there was a significant fluctuation relative to the ventricular lead impedance curve, which decreased to around 200ohms potentially at the time of shock delivery. All other electrical measurements relative to the subject lead were normal. Noise could be reproduced on ventricular side when the patient bent forward. According to the patient, he was bending forward at the time of shocks delivered last week. X-rays of the lead did not show lead migration, nor damage. Programmed parameters (sensitivity and persistence) were modified to preclude such inappropriate shocks. A re-intervention was performed to replace the subject lead, but only the connector section was removed from the patient.

Event description:
The physician reported that during a regular ICD system follow-up, 4 shocks were stored within the memory of the associated ICD, delivered on (B)(6) 2014, were indicated as vf episodes, but were due to noise sensing. It was also reported that there was a significant fluctuation relative to the ventricular lead impedance curve, which decreased to around 200ohms potentially at the time of shock delivery. All other electrical measurements relative to the subject lead were normal. Noise could be reproduced on ventricular side when the patient bent forward. According to the patient, he was bending forward at the time of shocks delivered last week. X-rays of the lead did not show lead migration, nor damage. Programmed parameters (sensitivity and persistence) were modified to preclude such inappropriate shocks. A re-intervention was performed to replace the subject lead, but only the connector section was removed from the patient.